Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Baxter received one device for evaluation. One sample was received containing approximately 50ml of fluid in the reservoir. Upon receipt, small traces of fluid were also noted in the bag that contained the sample. The location of the fluid was visually observed at the connection of the blue winged luer cap. The root cause was determined to be the blue winged luer cap. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted which found no nonconformances.

Event description:
It was reported to (B)(4) that one (1) half day infusor device was observed leaking during set-up. The device is filled with 2500mg of desferrioxamine in 60ml water for irrigation (wfi). There was no patient involvement. No additional information is available.